Event description:
Reportedly, a programmed fu was received on (B)(6) 2025 in the center "ch lens". The device parameters were not the same as the previous rms fu 3 months ago. It seemed like it was in back mode (programmation: vvi 60, vf 190 with 4 shocks). The patient was called by the nurse. She has had any surgery or MRI but she visited her new rythmologist in (B)(6) 2025, an in-clinic follow-up was performed and the ICD was re-programmed as it was before. The telecardiology has been transferred to her new doctor (dr (B)(6). It seems like someone pressed the red cross on the programmer head during her last fu.

Manufacturer narrative:
Analysis of rms reports confirmed the event : - on (B)(6) 2025, the device was programmed with vvi 40bpm. - on (B)(6) 2025, the device was programmed in vvi 60bpm with atp off. No reset alarm is present. It is suspected the nominal mode was activated during an in-clinic follow-up. An in-clinic follow-up occurred on (B)(6) 2025. Analysis of data revealed : - in the provided logs of the tablets, there is a trace that the user pressed on the emergency button to switch to nominal mode (vvi 60bpm) at 10:23 on the manager screen. The user confirmed the switch to nominal mode (via a popup). After nominal mode was complete, the user proceeded to perform the interrogation. The switch to nominal mode occurred on (B)(6) 2025 at 10:23 by the user, just before the device interrogation. Based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, a programmed fu was received on 06 september 2025 in the center "ch lens". The device parameters were not the same as the previous rms fu 3 months ago. It seemed like it was in back mode (programmation : vvi 60, vf 190 with 4 shocks). The patient was called by the nurse. She has had any surgery or MRI but she visited her new rythmologist in (B)(6). On (B)(6) 2025, an in-clinic follow-up was performed and the ICD was re-programmed as it was before. The telecardiology has been transferred to her new doctor (dr (B)(6) in "hôpital (B)(6)"). It seems like someone pressed the red cross on the programmer head during her last fu.